Event description:
A physician was using a clarus lase surgical kit and 2.1 versapulse surgical laser. After installing the kit, it was observed that the red hene beam was not visible. The physician elected to procede with the procedure. When the laser footswitch was depressed, no laser energy was emitted from the tip of the fiber. Flames (fire) appeared on the patient drape where the optical fiber had been resting. During the procedure, but were quickly extinguished. No one was injured. Function of the laser to specification was verified by the use of another delivery system following the incidentdevice labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.